Manufacturer narrative:
A DHR review was conducted and confirmed that the device met manufacturing specification prior to shipping from rti surgical. The screw was not returned to rti surgical for evaluation. This report will be updated should additional information become available or should the screw be returned to rti surgical at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2020 that a streamline mis pedicle screw disassociated post-operatively. Index surgery was performed on (B)(6) 2019. Revision surgery to replace the screw was performed on (B)(6) 2020. The screw is not available for evaluation.